Manufacturer narrative:
The strap latch is required to be opened in order to remove the endotracheal tube from the anchorfast device. It is unknown how much force was applied that resulted in the breakage.

Event description:
It was reported that the anchorfast endotracheal tube holder was applied to the patient on (B)(6) 2016 for a surgical procedure. Following the surgical procedure the device was removed. Approximately 12-18 hours after the removal of the device, the patient coughed out a piece of plastic that appears to be the anchorfast strap latch. The patient was not injured.